Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when a follow-up call was made to the patient. The patient reported that the subject meter started reading inaccurately around the middle of (B)(6) 2018. She reported that on an unspecified date and time, she obtained an alleged inaccurately high blood glucose result of 200 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with levemir and novorapid insulins, which she self-adjusts. She indicated that after obtaining alleged inaccurate results, she increased the doses of both insulins by 2 units, also around mid-(B)(6). She reported that in mid-(B)(6) 2018, she developed symptoms of ¿irritability, fall of temperature and feeling as if [she] was drunk¿. She stated that she self-treated her symptoms by consuming food and drink. She denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have test strips and was unable to perform a retest. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Irritability, fall of temperature and feeling drunk, after obtaining alleged inaccurately high blood glucose results on the subject meter and administering increased doses of insulin.